Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Prior to device replacement, device interrogation was not possible. Following multiple interrogation attempts, the device was able to be interrogated and revealed the device was in back-up mode. The issues were resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: upon receipt, the device was unable to be interrogated with the programmer. The battery was removed and powered up using another power supply. The device had a power on reset (por) which triggered the patient notifier for backup vvi mode. The por was due to low battery voltage caused by premature battery depletion. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.